Event description:
The patient's identifier was not provided by the customer.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Investigation: no problems were found with the returned safety stack. A review of the device history record for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: undetermined. Corrective action: the service technician replaced the safety stack and functionally tested the device with no other issues reported.

Event description:
The customer reported a power supply failure. Patient information is not available at this time. This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Investigation: an optia safety stack was received from the customer for evaluation. Visual inspection revealed no anomalies. Installed in a optia machine. Cycled power 10x and no problem occurred. The 24vsw test and full system autotest were performed. Machine successfully completed 24vsw test and full system autotest. Machine also successfully completed 2hr saline run. Was not able to duplicate the reported problem. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.